Event description:
Pt is a 76 yr old woman who is a diabetic and has sight in her left eye only. She was at a hotel and purchased what she thought was lubricating drops. Instead, the clerk gave her contact lens cleaner. The pt inserted the cleaner in the eye without checking the label. It caused a chemical burn on her cornea. She tried to remove her contact lens which had stuck to her eye and then in turn caused further corneal abrasion covering about 3/4 of the cornea down to the basement membrane. The pt also had a resultant iritis. The pt was treated and reports that she has completely recovered.